Event description:
It was reported by the vad bioengineer that a patient present to the clinic on thursday, (B)(6), with elevated flow/power and elevated ldh. Patient was admitted on monday, (B)(6). The patient was placed on argatroban. Patient was prepped for vad pump exchange on tuesday, (B)(6) but pump parameters returned to normal so pump was not exchanged. Patient is listed 1a (transplant list) in hospital on argatroban. There is no further information available at this time and the investigation is in progress.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Pump remains implanted.

Manufacturer narrative:
Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Reassessment due to additional information. The information does not change the reportability. This remains reportable. The patient had and infection above umbilicus, the physician debrided the area just above the belly button, washed it out with betadine solution? And sutured closed. (B)(4) aborted exchange again. "Case cancelled due to infection at site of last debridement, drainage from site of debridement". Patient on heparin in the step-down unit and remains listed 1a for transplant.

Event description:
The patient had and infection above umbilicus, the physician debrided the area just above the belly button, washed it out with betadine solution? And sutured closed.